Event description:
The reporter stated the surgeon inserted a 07.0 diopter aq2010v silicone three piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another aq2010v model lens was implanted. The reporter stated the cause of the torn lens was due to the cartridge.